Event description:
According to the reporter, during a laparoscopic procedure, there was a problem unloading the device, also there was poor staple formation, the staple line was incomplete and the device did not fire. After firing, the stapler stayed open and only cutting line without staples. Another handle and reload were used to complete the case. There was no patient injury.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection and functional evaluation of the device had acceptable results. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.